Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the insulin pump alarmed no delivery after delivering 3 units of 10. The reservoirs did not seem to be working. The customer ran and tried multiple infusion sets and reservoirs. The no delivery alarm was received while she was trying to fill the tubing. She then tried a new infusion set and noted that neither worked. Customer's blood glucose level was high but it was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and no occlusions were noted.